Event description:
Upon placement of endotracheal tube to ventilator, the tube broke at the proximal neck.what was the original intended procedure?intubation.device #1is this a laboratory device or laboratory test?no.